Event description:
It was reported that the device lost output, and noise was detected on the ventricular channel when the physician was performing electrocautery. The patient was asystolic for 6 seconds during output failure. The device then returned to normal operation and began pacing properly. The physician decided the device to remain implanted, and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).